Event description:
It was reported that the right ventricular lead triggered a lead warning for a fracture and high impedance which showed an undefined impedance measurement. Noise was noted along with six ventricular high rate episodes. During the revision procedure, there was oversensing on the lead and the helix screw did not retract. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.